Event description:
Boston scientific received information that this pacemaker displayed one year longevity remaining during a device check 5 months ago. Recently, the device reached end of life (eol). There is concern that the device reached eol prematurely. The device was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.